Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not deliver a dose when the bolus cord button was pressed. The bolus cord was returned to the biomedical engineering department from an unspecified nursing unit. During testing at the user facility after the bolus cord button was pressed, the pump did not deliver a bolus dose. There were no reports of any adverse patient events or delays in therapies while the bolus cord was in clinical use. Though requested, no additional information was provided.